Manufacturer narrative:
The pod was received with the cannula assembly deployed. Initial inspection of the pod found the exposed portion of the soft cannula to be kinked. Fluid path testing found that fluid was able to flow through the distal tip of the soft cannula, though the soft cannula was kinked. During fluid path testing, a tear was found in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when the damage to the soft cannula occurred. The download data from the pod contains no timeouts, drive stalls, or hazard alarms that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were observed that would prevent the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 354 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. Patient complained of pain during pod wear. As treatment, a bolus was delivered, patient's temporary basal was adjusted; patient also drank water and exercised. The patient's blood glucose history is as follows: time: between 3:00pm and 10:40pm. (B)(6).